Event description:
It is reported that when the surgeon was implanting the screw into the patient, a piece of the screw head broke. It appears all pieces were recovered.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.